Manufacturer narrative:
(B)(4). The device was returned in a used and contaminated condition. A visual examination confirmed that the device was damaged. The tip was separated at distal bond. The tip was elongated and the balloon was separated at the proximal and distal end. Additional images and two wire guides were also received. Balloon burst, compliance, and fatigue verification testing performed. The rbp (8atm) is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Leak testing is performed on a minimum of 10 balloons per lot and the balloon bonds are examined. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The complaint correspondence indicates that the device was used without a pressure gauge. The IFU recommends use of a pressure gauge in the warning section of the IFU. The rated burst pressure of the complaint device is 8 atm. The balloon ruptured longitudinally and circumferentially. The circumferential tear was irregular as it is typically not observed. The circumferential tear most likely occurred at the point of highest construction, resulting in an irregular tear. The damage to the balloon likely resulted in difficult removal. The device met force beyond its design, resulting in balloon and tip separation. The separated fragments occluded blood-flow and surgical intervention was required to remove. The device history record was reviewed, which did not reveal and issues with the balloon material. Unused product was returned and tested. Fatigue and burst testing was performed. The balloons performed as expected without issue. Risk assessment for this failure mode was performed and concluded that further action is not required at this time. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
Balloon burst during procedure, patient was injured as pieces had to be taken out through surgery. Additional information received (B)(6) 2010. During a pta of a stent in the left a subclavia on (B)(6) 2010, the physician took the following steps: with admiral 5mm, up the balloon was complete open; dilation with cutting balloon 8mm, up the balloon was complete open; dilation with cook balloon lp35, up the balloon was complete open. A few seconds the pl35 burst into 3 pieces. The balloon was inflated without inflation device. If ruptures proximal and distal lateral and lengthwise. The tip of the balloon was separated and balloon material was in the vessel and occluding blood-flow. The physician tried to get the pieces but he could not so the patient was moved to surgery and the balloon fragment removed. The patient is reported to now be ok. No pieces remain in the body.